Manufacturer narrative:
(B)(4) - above rated burst pressure (rbp). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified. It was reported the balloon was inflated above the rbp which likely contributed to the balloon rupture. It should be noted the armada 14 xt percutaneous transluminal angioplasty catheter (ptac) instructions for use (IFU)states: balloon pressure should not exceed the rbp. Use of a pressure monitoring device is recommended to prevent over-pressurization. It is likely that the balloon interacted with the calcified lesion upon inflation attempt, such that it became damaged (scratched) and ruptured as a result. Based on the information provided, the reported difficulties appear to be related to circumstances of the procedure and not a product quality deficiency.

Event description:
It was reported that the procedure was to treat a lesion located in the heavily stenosed superficial femoral artery (sfa), tibial trunk, anterior tibial artery, posterior tibial artery and peroneal. The 2.0 x 20 x 145 mm armada 14 xt balloon catheter crossed the lesion; however, resistance was felt during crossing due to the tight lesion. The dilatation balloon was inflated one time to 20 atmospheres when the balloon ruptured. A 6 x 150 x 135 mm absolute pro ll was to be used to treat the sfa and the stent delivery system was advanced over a command guide wire. An attempt was then made to exchange the command guide wire for an .035 guide wire; however, difficulty was experienced inserting the guide wire into the proximal hub of the catheter. The same .035 guide wire was able to be inserted with the support of a small insertion device through the hub. The procedure was completed with the successfully placement of the stent. No adverse patient effects or clinically significant delay in the procedure were reported. No additional information was provided.